Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had completely unresponsive after several battery changes; prior to the anomaly, the insulin pump had been submerged in water due to swimming. The blood glucose at the time of the incident was unknown. The customer was assisted with troubleshooting but the issue was not resolved. The insulin pump was returned for analysis.

Manufacturer narrative:
The device received with a blank display due to corroded electronic assay. The motor assembly found with traces of corrosion. Unable to perform functional test including self test, rewind, seating, basic occlusion, occlusion, force sensor and displacement test or verify unexpected battery power loss alarms due to blank display.